Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a stent delivery system (sds) was returned for analysis without the manifold portion. A visual and microscopic examination of the crimped stent found damage across the entire stent. Stent struts were deformed and lifted from the stent profile in parts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break within the strain relief and manifold hub, 22 mm proximal to the distal end of strain relief. The manifold was also broken at the hypotube break site and was not returned. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-feb-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and tortuous left circumflex (lcx) artery. A non-bsc guidewire crossed the lesion then pre-dilatation was performed with a non-bsc balloon catheter. A 3.50 x 20 mm promus element drug eluting stent was advanced but the device was unable to cross the lesion. The device was removed and the lesion was dilated again at high pressure. The lesion was stented with another of the same device followed by post dilation and the procedure was completed. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.